Event description:
It was reported in a service report that the ground prong was broken off the plug. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: power cord -- ground prong was broken off of power cord.